Event description:
It was reported that the patient received treatment with lioresal (baclofen) at an unknown dose with an intrathecal catheter. It was noted that the catheter slipped/dislocated from t4 to s1. The muscle spasticity was not well controlled; therefore, the concentration of the daily dose was increased. The catheter was replaced in the meantime. Due to an increased daily dose, the patient developed swallowing difficulties/dysphagia. The physician assessed the swallowing difficulties and increased spasticity as non-serious.

Manufacturer narrative:
(B)(4)

Event description:
Additional information from the novartis representative indicated the dose of 10 mg/20 ml was increased from "25 mg to 30 ml."